Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the device was not working during surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by on july 28, 2017 revealed the guide black, side plates, comb, roller, shoulder bolts, latching pins, and ratchet parts were all worn. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 28, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, ratchet, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the parts were just worn and there were no other issues with the device. The reported event was non-verifiable since during initial inspection the parts were just worn and there were no other issues with the device, hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device was not working. The event occurred during surgery. No adverse events were reported as a result of this malfunction.